Manufacturer narrative:
The manufacturer previously reported that information was received alleging a ventilator inoperative condition occurred. A sales representative replaced the device. There was no harm or injury reported. Upon evaluation, the ventilator inoperative condition was confirmed in the error log. The system board and blower were replaced.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. A sales representative replaced the device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.